Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the black box showed that the pump was primed 18 times between 10:39 am and 10:45 am totaling 14.71 units. A review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. When the pump performed the rewind, load, and prime steps, the pump showed the appropriate warning to alert the user to disconnect from the pump. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter stated that on (B)(6) 2011, the patient experienced a low blood glucose (bg) with symptoms of hypoglycemia that required medical intervention. The reporter noted the following sequence of events: at 7:23 am on (B)(6) 2012 the patient's bg was 276 mg/dl. The reporter stated that she than disconnected the patient from the pump, she changed out the site/set, she loaded the cartridge with a 100 units of insulin and she bolused 3.65 units of insulin to the patient. The school nurse stated that at 9:30 am, she bolused 1.5 units of insulin to the patient for a snack the patient had supposedly taken. The nurse said she did not check the patient's bg. The patient returned to the nurse at 10:30 am appearing to be symptomatic for hypoglycemia and the patient's bg subsequently tested "low" on the meter. The nurse disconnected the patient from the pump and treated the patient with soda and glucagon. The nurse reportedly changed the site set at 10:43 am after the patient's reported low bg, and noted that the patient was disconnected during the prime steps. She called the emt and the patient's bg was 40 mg/dl at the time the emt arrived. The patient was treated by the emt with glucose tablets and intravenous drip, and was transported to the emergency room (ER). The patient's bg upon arrival at the ER at 12:30 pm was 301 mg/dl, and the patient's bg at the time of the call to animas customer support at 3:09 pm was 379 mg/dl. Customer support reviewed the pump with the reporter and found that all settings were correct. The reporter claimed that close to 100 units of insulin were delivered between the time of the original site/set change and the time of the alleged low bg. There was no indication of a cartridge leak. The history revealed multiple prime and fill cannula steps after the 10:43 am site/set change, and the reporter accounted for this stating that the nurse always had trouble seeing insulin coming out of the tubing while priming and would perform the prime and fill cannula steps until insulin was seen at the end of the tubing. A review of the pump history indicated that at the time of the alleged incident, 19.6 units of insulin were primed. This complaint is being reported due to the patient's alleged hypoglycemic event while using insulin pump therapy and because the reporter alleged that pump over delivered insulin.